Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl. The customer was using a tandem charging cable and wall adapter, and after plugging the charging cable into a wall adapter and leaving it to charge for at least 30 minutes, the pump began charging, resolving the issue without further assistance required.